Manufacturer narrative:
(B)(4): the device have been returned to the manufacturer for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
It was reported that the system was removed after the pt developed meningitis and a suspected pump infection. Specific symptoms and the medication being delivered via the device system where not reported. The pt recovered without sequela.